Event description:
It has been indicated by the customer that during attending to hygiene cares, the patient rolled from the right side onto the left side holding the adjustable handle. As the patient rolled, the adjustable handle came off from the self-help pole and hit the nurses on the head. The injury occurred on the top right hand side of the nurse's head along the hair line. The nurse suffered a headache, a cold compress was administered. The nurse was not hospitalized and did not need any further treatment. No injuries to the patient. Reference MFR number: 3003984900-2013-00006.